Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 437 mg/dl after wearing the pod longer than 48 hours. Patient had changed the pod but began vomiting, so she called an ambulance and was taken to the hospital. Symptoms reported include hyperglycemia and uncontrolled urination. The patient was treated with insulin drips (2 drips in each arm, a manual injection of humalog insulin and levothyroxine. The patient was released the following afternoon, after spending one night in the hospital (20 hours total).